Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in ventricular pacing lead impedance and thresholds. This device is involved in a product advisory. During the replacement procedure an insulation defect was noted near the pace/sense terminal pin of the transvenous defibrillator lead (model 0125, serial 207051). The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains implanted.